Event description:
Account reports incident in nicu in which tpn aand lipids running into different ports on device when health care professional noted that lipids were "leaking" around catheter injection site and female hub. Health care professional stated that there had been "no manipulation and don't know if cracked." No patient injury reported, but account concerned about potential. Set change only intervention.